Event description:
The device was used during a laparoscopically assisted vaginal hysterectomy procedure. The safety shield did not function properly after inserting into the pelvic cavity. Subsequently, a hematoma formed on the posterior abdominal wall. The surgeon converted to an open procedure to correct this condition.